Manufacturer narrative:
Philips service replaced the xsc certeray and performed tube adaptation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that generator restart error due to defective xsc certeray part on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.